Manufacturer narrative:
Correction: e2 was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to customer mishandling or wear and tear associated with increased use/time. The event can be detected/prevented by following the instructions for use which state: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus as an asset return and the evaluation found a gap of adhesive on the distal end and a stain entered inside the lens through the gap. The gap is between acoustic lens and ultrasound probe. In addition to the findings reported, the nut is loose, up down (u/d) knob cannot be locked securely, and the air/water cylinder and suction cylinder have discoloration. Additionally, damage was found on ultrasonic probe and acoustic lens, resulting in the displayed ultrasound image being defective with missing elements. The adhesive on bending section cover has a crack. Bending of the angle wire resulting in the up direction not meeting the standard value and the fixing force of the wire does not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Event description:
The evis exera ii ultrasound gastrovideoscope device was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the scope had a gap of adhesive on the distal end and a stain entered inside the lens through the gap. There was also a gap between the acoustic lens and ultrasound probe. There was no patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.